Event description:
The information received indicated that the stent was forwarded through a 7f, 90 cm cook sheath introducer to be placed in the subclavian artery, but it did not reach the lesion. During withdrawal, the stent got hooked within the catheter sheath introducer (csi). It seems as if proximal stent struts were uplifted by the tip of the sheath cannula during the attempt to withdraw it into the sheath (which is not being returned).

Manufacturer narrative:
Please note that the palmaz genesis stent delivery system (sds) is not distributed in the united states, however, it is similar to the united states palmaz genesis large transhepatic biliary sds distributed in the united states. The product is available for evaluation, but has not been yet returned. Additional information has been requested. Additional information will be submitted within 30 days from receipt.